Event description:
A (B)(6) old female patient with obstetric trauma and surgical trauma was implanted with an acticon device on (B)(6) 2008. On (B)(6) 2008, the pump and cuff were removed and replaced due to fluid loss from cuff, cuff separated at tubing connection site. Also, noticed a tear in the actual cuff. Old pump had large air bubbles and would not fill after new cuff was implanted. Only the cuff was returned for analysis.

Manufacturer narrative:
Additional catalog # 72402287. (B)(4). Cuff had operating room damage. The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than as usual.